Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen had no display. Per sample evaluation results on 19aug2025, temperature in cable-nellcor was damaged. Fill tube was clogged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. During evaluation, it was confirmed that the temperature in cable was replaced. Temperature cable was replaced. The device passed all tests and is ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the serial number is unknown. Based on the results of the investigation, no additional actions can be taken. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device screen had no display. Per sample evaluation results on (B)(6) 2025, temperature in cable-nellcor was damaged. Fill tube was clogged.